Manufacturer narrative:
Approximate age of device ¿ 11 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had tarry stools. The patient's inr was not prolonged. The doctor stopped aspirin and changed to plavix. The patient was stable and discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.